Event description:
Pt reported that, while priming a new insulin cartridge, approximately 20u of insulin leaked from the top of the insulin cartridge, inside of the device's cartridge chamber. No error messages were generated by the device. Pt indicated that there was no apparent damage to the insulin cartridge. Pt's blood glucose was not affected and no treatment was received. At the time of the report, pt had already switched to their back-up device.